Event description:
Calls were received through technical services reporting the patient had received "many shocks due to nonphysiologic sensing." The short interval counter was 100,000 over 3 days with noise on the lead. The ventricular pacing impedance was greater than 3000 whereas it had been 500 ohms 3 weeks previous. The lead was replaced. No further patient complications were reported as a result of this event. Additional information was received that reported the lead was capped due to apparent fracture.

Manufacturer narrative:
Other text : calls were received through technical services reporting the patient had received "many shocks due to nonphysiologic sensing." The short interval counter was 100,000 over 3 days with noise on the lead. The ventricular pacing impedance was greater than 3000 whereas it had been 500 ohms 3 weeks previous. The lead was replaced. No further patient complications were reported as a result of this event. Additional information was received that reported the lead was capped due to apparent fracture. No conclusion can be drawn impedance, high interference lead(s), fracture of sensitivity shock, inappropriate.